Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system was exhibiting unstable pacing impedance measurements ranging from 600 to greater than 3000 ohms on the atrial channel. An x-ray was performed and the terminal pin had pulled back slightly, but was still in a good position. The lead was intact and has not moved from it's position in the heart. Device reprogramming was performed and the rate response was adjusted to be more aggressive. The physician will continue to closely monitor this patient and the patient has been notified. A no adverse patient effects were reported.